Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of november 2023 and 9th of july 2024 recorded an initial pacing impedance of 2,800 ohms with a gradual fluctuating decrease to 1,000 ohms and since then fluctuating between 1,000 ohms and 2,400 ohms. Furthermore, a shock impedance of 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate atp therapy. Furthermore, an appropriate ICD shock after ventricular tachycardia in episode 67522 was recorded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was deactivated and left in situ due to oversensing. A new lead was implanted.